Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery threads, crack in the case on the battery tube side which starts at the left belt clip rail, missing display window cover, keypad overlay peeling at the upper right corner. The pump was received without a battery cap. Unable to confirm / not confirm if the battery cap contact was missing/damaged. The pump passed the displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool confirms that the following battery related alarms/alerts occurred around the event date: 73=change battery occurred on 11/02/2023 @ 09:04:00. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, there are signs of previous moisture presence along the edges of pcba1 and below the lcd screen on the front side of the board. In summary, the customer¿s report of all sorts of cosmetic damage was confirmed but that of a detached battery cap contact was unable to be confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the pump stopped working, screen and button were laminated part was coming up. It was reported that the battery cap metal piece came out and the serial number was rubbed. Troubleshooting was performed. The customer reported that the retainer ring damage. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.